Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging. During visual inspection, the catheter shaft was seen to be kinked at 14cm and 20cm from the hub. The catheter shaft was seen to be broken 29cm from the hub. There was dried blood seen on the catheter tip. Functional testing was not carried out due to the break on the catheter shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter was seen to be broken/fractured and kinked and therefore the as reported can be confirmed. The as reported and the as analyzed event of catheter shaft kinked/bent as well as the as analyzed event of catheter shaft broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device revealed that subject catheter broke/fractured during use. There was no clinical consequence to the patient.